Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the sample was be subjected to a visual and functional examination. The device was slightly contaminated and showed age-based marks of use. For testing purposes the complained therapy was readjusted according to the history log files. After the bolus button was activated the device reported "bolus function not available". Additionally the modification data were checked. The modification data revealed that no bolus mode is activated. Following the device was disassembled and the inside was investigated. No damages inside were found. The bolus mode was not activated that caused the claimed malfunction.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been provided by user facility for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): did not deliver bolus: pump did not deliver bolus as required. Delay to procedure as another pump was brought into use. No patient harm reported.